Event description:
The service report shows that while performing preventive maintenance on the unit, the nellcor puritan-bennett customer support engineer (npb cse) noted, a non-reproducible failure to alarm. Although the cse could not reproduce the failure, the alarm assembly was replaced as a precaution. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
Failure verified and not cause due to intermittent connection on amp connection white wire where it connects to the grant panel display. Connective action at MFR is noted. Panel switch functioned as designed. No defect in relay. Alarm itself functions as disigned.